Event description:
Cit was reported that scratches were noted on the intraocular lens (iol) during implantation. The iol was removed and replaced in the same procedure. There was no reported patient injury. No additional information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Email address: unknown; requested but not provided. Telephone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 12/8/2022. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received attached to a piece of gauze. Visual inspection under magnification revealed that the complaint lens was returned cut in pieces with a scratch observed on the optic area of one of the pieces (away from the lens cut). Plunger rod tip damage (bent) was observed. No additional defects or assembly issues were observed with the handpiece before and after disassembly. As a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.